Event description:
It was reported that during initial attempted implant of the left ventricular (lv) lead, the lead was placed in heparin solution with the stylet in the lead body while the physician attempted to gain better access. When the physician tried to place the lv lead again, the stylet would not advance or move back easily. It took a great deal of force to remove the stylet. It was further reported that the patient already had a lv lead implanted which worked fine but had high threshold. However the physician decided to use the chronic lv lead and the attempted lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found; full lead returned and analyzed.